Event description:
Customer is experiencing continued map inaccuracies, for example at 100mmhg on their solar 8000m monitors the vigilance ii is reading 76mmhg. Verified that the vigilance ii is at version 0.71. CAPA identified complaint.

Manufacturer narrative:
Device not returned.